Manufacturer narrative:
Concomitant product(s): dtbx1qq implantable cardioverter defibrillator (ICD); implantable pacing lead. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: loss of biventricular pacing: when common problems have unusual remedies. Pace pacing and clinical electrophysiology. 2016;39(8):876-879. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) systems. The article indicated that when the patient presented for a device replacement due to reaching its elective replacement indicator, an electrocardiogram was taken and it was noted that there was a ¿relatively low percentage of pacing.¿ previously, there had been a much higher percentage of pacing. The device was replaced, using the existing leads. During the final testing of the new device, it was noted that there was also a loss of pacing and t-wave oversensing (twos) was noted. Reprogramming was done, but the twos was still observed. A competitor device was implanted, and the twos was no longer seen. The status/location of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.